Event description:
History-pt with a predominant complaint of bilateral neurogenic leg discomfort. High-grade spinal stenosis at l4-5 and a degenerative instability at this level and has considerable degenerative disk disease and facet disease at l3-4. There is some stenosis as well associated with the superior aspect of the l5-s1 facet but the disc looks healthy. L2-3 also looks healthy. There is early degenerative scoliosis and a little dynamic instability on plain films. Surgical intervention in 2002 with fusion using vsp titanium in non-segmental manner. Utilized 5.5mm screws in l3 and in l4, using 40mm screws proximally and 45mm screws distally. The right l5 screw placed slightly superiorly and medially without nerve root injury. 2002-over last 2 months pt experienced right sided discomfort and is able to pinpoint small lump and decided to proceed with hardware removal. X-rays confirmed broken screw on the right in the l5 vertebra necessitating removal of vsp titanium l3-5, intraoperatively the left sided implant was noted to be grossly loose. Right sided implant seemed to be a little in the l5 pedicle on the right, this may been the source of the pain as the implant moved about in the pedicle.